Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic right upper lobe resection, the reload fired but staple line was incomplete distally and there was poor staple formation. A new reload was used to complete the case. There was no patient injury.